Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("hysterectomy") in a 46 year-old female patient who had essure inserted (lot no. A50514,904754) for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2021, 3196 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: two trailing coils visible at the right tubal ostium and four trailing coils visible at the left tubal ostium.a second essure coil was passed through the debris at the right fallopian tube ostium, but the coil became bent and was not deployed. A grasper was then placed down the operating channel of the hysteroscope and the endometrial lining was removed at the right tubal ostium. Next, a second coil was opened and easily passed into the right tubal ostium and deployed in the usual manner. Diagnostic results (normal ranges are provided in parenthesis if available): [pregnancy test urine] (date unknown): negative. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-may-2022: medical record received.reporter added.essure lot number added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a 46-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 8 years 9 months after insertion of essure. The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 25-mar-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("hysterectomy") in a 46 year-old female patient who had essure inserted (lot no. A50514,904754) for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2021, 3196 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: two trailing coils visible at the right tubal ostium and four trailing coils visible at the left tubal ostium. A second essure coil was passed through the debris at the right fallopian tube ostium, but the coil became bent and was not deployed. A grasper was then placed down the operating channel of the hysteroscope and the endometrial lining was removed at the right tubal ostium. Next, a second coil was opened and easily passed into the right tubal ostium and deployed in the usual manner. Diagnostic results (normal ranges are provided in parenthesis if available): [pregnancy test urine] (date unknown): negative. Lot number: 904754. Manufacture date: 2011-10. Expiration date: 2014-10. Lot number: a50514. Manufacture date:2012-09. Expiration date: 2015-09. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 30-may-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain with essure coils") in a 46-year-old female patient who had essure inserted (lot no. A50514,904754) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 1, gravida I, dysmenorrhea and breast cancer (breast cancer presented with dysmenorrhea). On (B)(6) 2012, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criteria intervention required) and adenomyosis ("us findings consistent with adenomyosis"). The patient was treated with surgery (robotic assisted vaginal hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2021. On (B)(6) 2021, the pelvic pain had resolved. The reporter considered adenomyosis and pelvic pain to be related to essure administration. The reporter commented: two trailing coils visible at the right tubal ostium and four trailing coils visible at the left tubal ostium. A second essure coil was passed through the debris at the right fallopian tube ostium, but the coil became bent and was not deployed. A grasper was then placed down the operating channel of the hysteroscope and the endometrial lining was removed at the right tubal ostium. Next, a second coil was opened and easily passed into the right tubal ostium and deployed in the usual manner. Removal details - findings: atraumatic abdominal entry. Normal liver, gallbladder, stomach and appendix. Anteverted, normal uterus with normal bilateral ovaries. Fallopian tubes appeared normal but the fimbriated ends appeared bilateral bilaterally. Broad ligament bilaterally very vascular. Hemostatic at end of case. The vaginal cuff was examined with examined exam and noted to be intact. No vaginal laceration were noted. Specimens: uterus, cervix and bilateral tubes and ovaries. Due to pain with essure coils, patient would like essure to be removed. Given her history of breast cancer, patient was counseled about removing her ovaries. The patient tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): [pregnancy test urine] (date unknown): negative [ultrasound scan] (date unknown): findings consistent with adenomyosis lot number: 904754, manufacture date: 2011-10 and expiration date: 2014-10. Lot number: a50514, manufacture date: 2012-09 and expiration date: 2015-09. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 15-feb-2023: new clinical information received: essure removal details, medical device removal replaced by pelvic pain female, type of surgery for removal, medical history, new event adenomyosis, lab data. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.